Manufacturer narrative:
With the information available on 23 december 2025, the incident was assessed as not reportable, as the patient outcome was f26: no health consequences or impact and the device part that detached was not specified. The failure mode and its potential severity could not be determined. After receiving additional information on 21 january 2026, the incident is now considered as reportable, as it meets the requirements of 21 cfr 803. If the malfunction were to recur, it could result in a serious injury. The root cause of the incident is unknown at the time of the initial report. The complaint device will be not returned for evaluation and investigation. The DHR review, which examines the DHR, ncrs, and ecos, will be conducted as part of the root cause investigation.

Event description:
Heraeus medevio dresden had received a customer complaint notification from customer. The only information provided in the field "event description" is the following: "this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: null" - as reported device codes: 1188: detachment of device or device component. Type of procedure: angiography. As reported device codes: 1188: detachment of device or device component. Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient present at time of event? Yes. Patient complications: no patient complications. Patient outcome: fully recovered patient outcome: f26: no health consequences or impact. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Additional information provided by distributor on 01/21/2026: "distributor has provided additional images for this complaint. The images suggest that the sheath was detached from the valve."

Manufacturer narrative:
Initial emdr report submitted on 30.01.2026 per emdr # 3003637635-2026-0002. The complaint device was not returned. The manufacturing record review done on eco and ncr does not show any root causes to the failure code. In the absence of the returned complaint device, and based solely on the information available, it is not possible to perform additional testing to verify the material properties of the shaft or to determine when or how the damage occurred. Therefore, root cause is undeterminable.

Event description:
The problem is described as followed: "this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: null" - as reported device codes: 1188: detachment of device or device component. Type of procedure: angiography. As reported device codes: 1188: detachment of device or device component. Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient present at time of event? Yes patient complications: no patient complications. Patient outcome: fully recovered. Patient outcome: f26: no health consequences or impact. As reported patient codes: 9398: no clinical signs, symptoms or conditions. No other information has been provided and the customer agreed to proceed with the investigation. The customer has provided additional pictures of the complaint device.